Event description:
It was reported that three days after insertion of the intra-aortic balloon, the pump began experiencing high baseline alarms. The user cancelled the alarm each time it occurred. Then, after another 14 days of use, the pump alarmed "helium leak" and blood was noted in the gas tubing. The intra-aortic balloon was removed and two hours later the patient went into cardiac failure and expired. The patient's serious condition from two previous myocardial infarctions is considered to have contributed to his expiration.